Event description:
It was reported the patient's ipg was inoperable. Surgery took place 18 october and the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.